Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device upgrade procedure, the atrial lead was mistakenly exposed to the electrocautery while creating a sub pectoral pocket for the device. Later upon testing with the cables, no capture and lead impedance being out of range, insulation anomaly was noted. The physician capped and replaced the atrial lead on (B)(6)2019. The patient was stable before, during and after the procedure.